Manufacturer narrative:
This 39-year-old female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. He013c-inv he013cu) inserted. The case describes the occurrence of medical device removal ('bilateral removal of essure'). The occurrence of additional non-serious events is detailed below. The subject's concurrent conditions included anxiety, depression, heartburn, colitis, stomach ulcer, menorrhagia, libido decreased and breast tenderness. Concomitant products included desvenlafaxine succinate (pristiq) since 2018 for anxiety and depression and linaclotide (linzess) since (B)(6) 2019 for constipation. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2018, the subject was found to have weight increased ("weight gain") and experienced alopecia ("hair loss") and fatigue ("fatigue"). On (B)(6) 2019, the subject underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of fallopian tube occlusion insert. The subject was treated with surgery (laparoscopic bilateral salpingectomy and left cornual resection). Fallopian tube occlusion insert was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown and the weight increased, alopecia and fatigue had not resolved. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. The investigator considered alopecia, fatigue and weight increased to be unrelated to fallopian tube occlusion insert. The reporter commented: essure removal was requested by patient due to hair loss, weight increase and fatigue. The investigator considered patient`s hair loss related to hormonal changes. The investigator considered patient`s weight increase related to depression/anxiety medication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Blood thyroid stimulating hormone - on (B)(6) 2019: normal. Full blood count - on (B)(6) 2019: normal. Lipids - on (B)(6) 2019: normal. Vitamin b12 - on (B)(6) 2018: normal. Vitamin d - on (B)(6) 2018: normal. Lot number (he013c) is invalid. Lot number: he013cu manufacture date: 2017-07 expiration date: 2020-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: update of information (batch is invalid). The case will be deleted from bayer pv database. Nullification reason: the case was identified as a duplicate of case (B)(4). On 21-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This (B)(6) female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: 140440032) had fallopian tube occlusion insert (batch no. He013c) inserted. The case describes the occurrence of medical device removal ('bilateral removal of essure'). The occurrence of additional non-serious events is detailed below. The subject's concurrent conditions included anxiety, depression, heartburn, colitis, stomach ulcer, menorrhagia, libido decreased and breast tenderness. Concomitant products included desvenlafaxine succinate (pristiq) since 2018 for anxiety and depression and dinucleotide (linzess) since may 2019 for constipation. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2018, the subject was found to have weight increased ("weight gain") and experienced alopecia ("hair loss") and fatigue ("fatigue"). On (B)(6) 2019, the subject underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of fallopian tube occlusion insert. The subject was treated with surgery (laparoscopic bilateral salpingectomy and left cornual resection). Fallopian tube occlusion insert was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown and the weight increased, alopecia and fatigue had not resolved. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. The investigator considered alopecia, fatigue and weight increased to be unrelated to fallopian tube occlusion insert. The reporter commented: essure removal was requested by patient due to hair loss, weight increase and fatigue. The investigator considered patient`s hair loss related to hormonal changes. The investigator considered patient`s weight increase related to depression/anxiety medication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Blood thyroid stimulating hormone - on (B)(6) 2019: normal. Full blood count - on (B)(6) 2019: normal. Lipids - on (B)(6) 2019: normal. Vitamin b12 - on (B)(6) 2018: normal. Vitamin d - on (B)(6) 2018: normal. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.